Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited undersensing which resulted in the crt-d to detect the arrhythmia as terminated when it was actually still in progress. Follow up yielded no information. The device and lead remain in use. No patient complications have been reported as a result of this event.